Manufacturer narrative:
The lead was returned severed 133mm from the terminal pin with only the proximal segment returned. The portion of the lead was electrically continuous. Clinical observations could not be confirmed by analysis of the lead segment returned.

Event description:
Boston scientific crm received information that this pacer dependent patient experienced oversensing, resulting in greater than two seconds of asystole on the right ventricular (rv) lead channel. It was reported that all lead diagnostics were within acceptable limits, with no success of recreating the oversensing with deep breathing and isometrics. It was reported that the oversensing appeared similar to diaphragmatic oversensing. The patient's nurse stated that the patient's defibrillation threshold testing was tested in least and would reprogram to least for temporarily.